Event description:
It was reported that gamma3 targeting device did not allow the distal screw to align with the correct position in the dynamic distal locking position of the gamma3 trochanteric nail. The guide continually aimed posterior to the nail hole and did not function adequately. This added 15+ minutes to the total time although no immediate harm appeared to be done to the patient. The patient is reported to be 92 yrs old male with right side inter trochanteric fracture.

Manufacturer narrative:
Evaluation summary: evaluation revealed the target device and the speedlock sleeve to be the subject products. All other instruments reported are considered concomitant products. Review of the inspection records of the returned target device and the speedlock sleeve revealed no discrepancies. A simulation of the pre-operative function test (as required per IFU) was performed on the returned target device, speedlock sleeve, tissue protection sleeve and drill sleeve with sample devices in order to reproduce the reported event. The test set up was completed with a sample gamma3 trochanteric nail and the corresponding drills and drill sleeve. The test revealed that function is fully given on all devices. The drills passed the corresponding drill holes without contact to the nail; no deviation was found. An additional target device functional test performed on the original function test device revealed that the test pins passed all of the holes of the device without contact, as well; no deviation was found. The reported event could not be reproduced. Based on the above observations the root cause of the reported event is not related to a deficiency of the device(s). However, the actual cause of the event cannot be determined with the information given. No non-conformity was identified.

Event description:
It was reported that gamma3 targeting device did not allow the distal screw to align with the correct position in the dynamic distal locking position of the gamma3 trochanteric nail. The guide continually aimed posterior to the nail hole and did not function adequately. This added 15+ minutes to the total time although no immediate harm appeared to be done to the patient. The patient is reported to be (B)(6) male with right side inter trochanteric fracture.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.